Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, upon testing an ncircle tipless stone extractor prior to patient contact, the basket would not completely close. A new device was used to complete the procedure. There have been no adverse effects to the patient reported. Investigation ¿ evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. The device was returned in the wire guide holder and open packaging for investigation. Handle actuated basket assembly, but the basket would only retract approximately half way into the basket sheath. The handle was disassembled. The brass fitting was stuck in the handle and had to be pushed out a with stiff wire. There was plastic from the cannulated handle wedged in the fitting, however, this did not effect the function of the device. The handle was reassembled, and the assembly was able to be actuated. The formation would fully extend and withdraw. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which caution, "do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the available information, cook has concluded that the cause of the issue could not be conclusively determined because the specific method of removing the device from the hoop was not known. It is possible the basket assembly had moved proximally due to excessive force applied to the device when removing it from the protective hoop the device is shipped in. The red connector on the end of the hoop was shown to be connected to the handle in the pictures supplied by the user. This indicates the handle was forcibly removed from the hoop and not unscrewed from the red connector, possible causing the issue. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon testing an ncircle tipless stone extractor prior to patient contact, the basket would not completely close. A new device was used to complete the procedure. There have been no adverse effects to the patient reported.